Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets were failed in drawer 6. The field service engineer (fse) observed no error messages displayed on the screen and accessed the hardware test application (hta) system to test the drawer function, which had operated successfully. The customer had conducted an inventory check, verified the overall functionality, and all were confirmed to be successful. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two pockets in the main pyxis drawer 6 were failed. On the first attempt, the pockets were released and re-inserted, but the system did not detect. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.